Manufacturer narrative:
The complaint product was returned and visually inspected. The abutment showed some debris; the hex of the abutment did not show any signs of wear. The abutment screw was severed into two pieces at the beginning of the threads near the proximal end. The threads of the screw had minor debris but show no wear. The hex was also in functional condition and the thread inside of the hex was clean and showed no wear.

Event description:
The dentist reported a screw broke inside the abutment. They were able to remove and replaced with a new abutment.